Event description:
It was reported the elderly pt had an infection and everything apart from the lead has been removed. The current plan is to remove the lead and implant a whole new device system when the infection has cleared up. It is unclear when the onset of the infection occurred. Refer to MFR report # 961445320085002.

Manufacturer narrative:
The neurostimulator and extension were returned for analysis. Analysis results were not available at the time of this report. Refer to MFR report # 9314453-2008-05002.